Manufacturer narrative:
Sections with additional information as of 08-apr-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned. Product evaluation in process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 23-feb-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter and high blood glucose test results. During the call, a blood test was performed by the customer non-fasting and produced test result of 230 mg/dl using truemetrix air meter; customer was not satisfied with the result obtained. The customer was also concerned with test results from meter memory of 169 mg/dl am fasting and 233 and 222 mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected non-fasting blood glucose test result is 160 mg/dl. The customer was not using the proper testing technique (alcohol wipes). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date/time not set; customer was not concerned with the result of 74 mg/dl): (B)(6).